Event description:
Global field surveillance received a report from a peritoneal dialysis (pd) nurse who stated that a home patient (hp)'s transfer set was leaking at the twist clamp and when the nurse checked the twist clamp, the twist clamp wouldn't close. The nurse stated that she changed the transfer set and gave the hp prophylactic antibiotics; the hp did not have an infection. The nurse stated that she wasn't sure if it was due to user error, she stated that the patient is pretty strong, but when she asked the hp if they used excessive force, they stated no. The nurse stated that they typically change the transfer set every 6 months and the sample is available; but the lot number is not available since she has discarded the packaging. There was no injury or medical intervention reported.

Manufacturer narrative:
The customer?s reported condition of a cracked/broken twist clamp on a transfer set was confirmed during evaluation of the returned sample. Functionally, the titanium adapter was hand tightened without any difficulty. The transfer set was visually inspected and was noted that both of the occluder feet were broken at the top. During visual inspection, it was noted that there was no indication of possible over-torquing.